Event description:
I used a dermal filler in my clinic that I've had since I found out that it has landed individuals in the hospital, and there have been many adverse affects. The filler is "hydrelle" and it caused me to become quite ill almost immediately following its injections. I began to swell up and had purpura form on my face in other places than where the filler was injected, I had purple and red port wine looking spots on my face and develop around my nose and mouth and cheek area, then it became very warm and feverish and pus began to develop and spread at a very quick rate, within days, I could not hardly move my mouth and my face felt like someone was pouring alcohol on an open wound and I had to see a doctor and have been prescribed 3 antibiotics within four days to stop the spread of this bacteria or what ever has caused this to happen. I have contacted the company and they are looking into this, I have also contacted an attorney as I am not sure what all the ramifications will be once this all begins to heal. I need to know if there is anything you can do to investigate this company. They did not inform me of their past history or problems they have had with this filler, and it is supposedly FDA approved. Dose or amount: 1 ml syringe. Dates of use: (B) (6) 2010. Diagnosis or reason for use: dermal filler.